Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29-jul-2016 device analysis: visual analysis of the returned device identified; fold creases, wear abrasion, linear opening, observed a void in valve (vv of 3mm) it is out of specification per qa199.06. Leak test was performed which identified leakage per brown particles, these particles were not removed and, subsequently, a microscopic analysis was performed which identified particle leakage, besides, it was observed a smooth opening on radius side in the same location of crease assessed as fold flaw opening. The fill test inspection was performed, the result is no blockage.based on the device analysis the final assessment is: particles on fill channel assessed as particle leakage. A crease smooth opening assessed as fold flaw opening. Void in valve assessed as workmanship. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and "any creases". Device has been explanted.